Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested during an office visit on (B)(6) 2012 and system diagnostic results revealed high impedance (dc dc ¿ 7). No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.